Manufacturer narrative:
Correction: section b5 should have been "related manufacturer reference number: 1627487-2022-02835 it was reported the patient's s1 lead migrated. As a result, surgical intervention occurred wherein the s1 lead was explanted and replaced to address the issue. When the s1 lead was explanted, 2 of the lead contacts broke off and were abandoned in the patient. The doctor was unable to remove them. Additionally, during the procedure, the l5 lead migrated when the s1 lead was being explanted. In turn, physician explanted the l5 lead and extensions. Reportedly, therapy was restored post-operatively." Instead of "related manufacturer reference number: 1627487-2022-02835 it was reported the patient's s1 lead migrated. As a result, surgical intervention occurred wherein the s1 lead was explanted and replaced to address the issue. During the procedure, the l5 lead migrated when the s1 lead was being explanted. In turn, physician explanted the l5 lead and extensions. Reportedly, therapy was restored post-operatively." Correction: section h6-medical device problem code-1261-material fragmentation should have been included in the previous report.

Event description:
Related manufacturer reference number: 1627487-2022-02835. It was reported the patient's s1 lead migrated. As a result, surgical intervention occurred wherein the s1 lead was explanted and replaced to address the issue. When the s1 lead was explanted, 2 of the lead contacts broke off and were abandoned in the patient. The doctor was unable to remove them. Additionally, during the procedure, the l5 lead migrated when the s1 lead was being explanted. In turn, physician explanted the l5 lead and extensions. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-02835. It was reported the patient's s1 lead migrated. As a result, surgical intervention occurred wherein the s1 lead was explanted and replaced to address the issue. During the procedure, the l5 lead migrated when the s1 lead was being explanted. In turn, physician explanted the l5 lead and extensions. Reportedly, therapy was restored post-operatively.